Manufacturer narrative:
The returned device was evaluated. Inspection found the customer reported issue was confirmed. The subject device was received with a loose mouth piece with a missing key. The mouth piece from the k-pipe was observed with scratches. The looseness of the mouth piece could have worn the k-pipe and would not hold. Service estimation noted physical damage was performed on the device. Based on evaluation findings the failures found could be attributed to use handling and or maintenance issue. This report will be supplemented accordingly following investigations.

Event description:
It was reported that the device biopsy port is loose and came off during cleaning. The issue occurred during reprocessing. There was no patient involvement on this event reported. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, the phenomenon may have resulted in damage (looseness, scratches) due to an excessive external force applied to the t-tube mounting cap (instrument channel port) when attaching or detaching the t-tube (forceps/irrigation plug). As stated on the IFU (instruction for use) the user manual states: if any irregularity is observed on the biopsy valve of the forceps/irrigation plug, replace it with a new biopsy valve. A damaged or deformed biopsy valve can reduce the efficacy of the air/water feeding function and may cause fluid to leak or spray from the forceps port of the forceps/irrigation plug. Olympus will continue to monitor complaints for this device.